Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/20/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked below the pump bumper pad; the returned battery cap was found to be able to secure to the pump and maintain power appropriately.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood sugar levels in the 500¿s mg/dl associated with potential inaccurate delivery from the pump. No additional information was provided. Animas attempted to follow up with the patient but has been unsuccessful. This report is made based on the allegation that the patient experienced hyperglycemia associated with potential delivery issue on the pump.

Manufacturer narrative:
MFR narrative unintentionally omitted the following: this is a late MDR submission due to a software issue that has been reviewed with the FDA on (B)(6) 2014.

Manufacturer narrative:
The product has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.